Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the bipolar energy function was not working, but a monopolar instrument was working fine. The clinical sales representative (csr) called in after the procedure to report the issue. The system initially powered on successfully and passed the self-test. The system was operating fine without error at the time of the event. The customer attempted to replace the instrument cable and bipolar instrument, but the issue was not resolved. The customer moved the bipolar instrument to another arm. However; the issue persisted. The customer then swapped to a back-up electrosurgical generator unit (esu), which resolved the reported problem. The site continued and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the esu was reportedly inspected prior to use, and no issue was noted.

Manufacturer narrative:
A field service engineer (fse) followed up with the customer who indicated that the bipolar energy function was working fine after the electrosurgical generator unit (esu) was replaced with a backup generator. The customer discovered the esu bipolar connector was damaged. The fse reviewed the system logs and found no related error. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk3137. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the esu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.